Manufacturer narrative:
Please note: patient's model 3183 lead information is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation coverage from the scs system. A diagnostic check revealed that one lead contact reflects a high impedance value. Multiple reprogramming attempts were unable to resolve the issue. X-rays did not reveal any anomalies. However, surgical intervention may be pending to further address the issue.